Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. During a pulmonary vein isolation (pvi) afib case, a pericardial effusion was noticed. There was a slight baseline effusion. After going transeptal and burning on the right side, they noticed the effusion was larger. The pericardial effusion was noticed on the intracardiac echo catheter (ice). The caller stated a pericardiocentesis and an epicardial drain were performed on the patient. The caller stated the injury was caused by either the transseptal stick or the repetitive lesions. No steam pop was noted. The patient was in stable condition and extubated. Additional information was received. The physician's opinion on the cause of the adverse event is reapplying rf energy to the same area. This adverse event was discovered post use of the qdot micro catheter. Patient was reported to be stable and fully recovered. The patient required extended hospitalization as the patient was transferred to the intensive care unit (ICU) for observation while the pericardial drain was in place. No catheter exchanges. One transseptal puncture site was performed with the brk needle during the procedure. The flow setting was 4 ml or 15 ml (qmode 45-50 w). No issues with the flow rate change at the start of ablation. Correct catheter settings were selected on the generator.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-may-2025. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event is reapplying rf energy to the same area. The instruction for use (IFU) contains the following warning and precautions: when using the qdot micro¿ bi-directional catheter with conventional systems (such as fluoroscopy or ultrasound imaging), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).